Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast surgery experienced a 575cc mentor memorygel breast implant experienced right sided capsular contracture baker grade iii post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on april 10, 2023. The impacted product for this complaint was received by the failure analysis lab. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Clarification regarding this event was received with the device. Information had been received on a related event 1645337-2023-02361 associated with this patient's previous right sided implant. Explant and replacement with a 575cc mentor silicone implant was performed on (B)(6) 2023. In addition to the capsular contracture reported previously, the patient also experienced right sided wound infection. Reason for device explant and/or reoperation: capsular contracture/wound infection additional information was received on april 18, 2023. The implant date was clarified to be (B)(6) 2018. The previous implant on the right side was implanted on (B)(6) 2018. This device was explanted on (B)(6) 2018 and reported under 1645337-2023-02361. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).